Event description:
Boston scientific emerge balloon 3.00mm x 20mm, gtin (B)(4), ref h7493918920300, lot 33674260 was inserted over a bmw wire and inflated without incident. When the balloon was removed from the catheter, it was observed to be frayed. The "front end of the balloon got trapped in the wire and distal wire was sheared off". The balloon and wire was removed from the field and labeled with a pt sticker and product sticker and delivered to the cath lab manager. Pt displayed no negative side effects. Ref report: mw5157019.